Event description:
N/a.

Manufacturer narrative:
The disposable perforator (ID: 261221) was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: visual inspection utilizing unaided eye performed. The unit was lightly soiled and had a worn label, but no other anomalies were observed. Spring test attempted. Unit passed the spring test and functioned as designed. Functional test performed. Unit successfully drilled 5 holes with no issues and functioned as designed. The complaint condition could not be confirmed, unit passed all functional tests. Root cause- the root cause remains undetermined. Product was received for analysis and the investigation could not confirm the complaint. The possible root cause per the failure analyst ¿drill allows to be set incorrectly¿ or ¿user misuse¿.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) failed to disengage during surgery. Dural damage was observed and reconstructed. According to information provided, it is unknown if perforator clicked in place in the drill, if the recommended spring tests were performed between each burr hole and if the angle of approach was perpendicular as the "IFU" states.